Event description:
It was reported that, "the subject was enrolled in the (B)(4) study and received subject ID (B)(4). The site reported that the previous device, prior to the triathlon ts device was a stryker device implanted in 2000. The operative report, office notes, and x-rays were requested and will be forwarded upon receipt from the site. The site confirmed that the components were not retrieved and therefore will not be returned."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.